Manufacturer narrative:
During testing at the service center it was found the proximal pressure sensor had drifted otu of calibration. The customer reported check cassette alarm was duplicated during testing. The reported keypad alarm was not duplicated; however, was noted in the device history. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report of during preventive maintenance testing the device alarmed with a check cassette and keypad alarm code. There was no indication of a reportable malfunction. However, during verification testing at the pressure sensor had drifted out of calibration.